Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had open book alarm. The customer¿s blood glucose was unknown. Customer went to swimming and when she got of the pool, it was alarming. Customer stated that the serial number at the back was worn off. The insulin pump will not be returned for analysis.